Manufacturer narrative:
(B)(4). B3. Event date is the publication date of the article. D6a. Implant date between (B)(6) 2016, and (B)(6) 2022. D10. Unknown wagner cone prosthesis item# unknown lot# unknown. Unknown trilogy cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2: foreign - event occurred in turkey. Literature - akbulut, d., akgun, h., & coskun, m., (2025). Comparison of outcomes in total hip arthroplasty for unilateral crowe type IV hip dislocation with and without femoral shortening osteotomy: determining factors for shortening. The journal of arthroplasty, 2026 (41), 1473-1481. Https://doi.org/10.1016/j.arth.2025.09.030. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 22-may-2026 that reported a retrospective cohort study from turkey. The purpose of the study was to compare the clinical and radiological outcomes of total hip arthroplasty in patients who had unilateral crowe type IV hip dysplasia who underwent femoral shortening osteotomy versus those who did not. The study reviewed 82 patients divided into two groups; subtrochanteric femoral shortening osteotomy (sfso) (49 patients), who needed femoral shortening, and non-sfso (33 patients), who did not. Surgeries were performed between january 10, 2016 and november 23, 2022. All patients in the study used the wagner cone prosthesis hip stem and the trilogy acetabular hip system. A 44 mm acetabular cup was placed using the press-fit technique. All patients received a 44 mm acetabular cup, a 28 mm ceramic femoral head, and a bearing made of ceramic or polyethylene. Plates and cables were used as needed for additional fixation and rotational stability of the osteotomy region. The mean age was 38 years (range, 23 to 66). The mean follow-up period was 5.2 years (range, 2.1-8 years). Radiographic follow up was conducted at second week, sixth week, third month, sixth month, and one year. The article reported 1 patient developed a deep infection in the early period. Diligence is completed and no further information on the reported event has been provided.